Event description:
It was reported that a faradrive sheath was found with a small leaky valve, despite a normal preparation. It was further reported that the sheath was not replaced and was used to successfully complete the procedure. No patient complications were reported, and no visible air was seen in the patient. The device will not return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was found with a leaky valve. No further information was provided regarding device, procedure nor patient outcome. At this moment, it is unknown whether the device will be returned or not for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.